Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 1. The technical service representative (tsr) had the registered nurse (rn) cycle the power, the hc then alarmed system error 2367 occurred. The tsr had the rn cycle the power again and alarms cleared. Per the troubleshooting performed by the technical service representative (tsr), the rn reported the patient was connected at the time of the alarm that the patient did not disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used. They mentioned there was an open clamp on an unused line, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The tsr advised the home patient (hp) to start over with new supplies. The patient was connected either at the time of the alarm or observed air. The patient line was properly primed before connecting. Patient extension lines were not used. The patient did not disconnect prior to the alarm or observed air. All bags were properly connected. There was nothing unusual noted about the supplies. Proper procedures per the user manual were reviewed with the reporter. The supplies were not damaged by an outlet port clamp or an assist device used to make the connections. The hp would complete therapy with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was confirmed and the root cause was determined to be use error - open clamp. This issue is being investigated through CAPA. The label review found the labeling adequate for the use error in this complaint. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.